Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a compromised force sensor system during the rewind process. The patient's blood glucose at the time of incident was 143 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The customer did not recall any significant events leading to the force sensor issues, and the drive support cap is normal. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump is out of warranty and was not returned or replaced.